Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change, with blood glucose reaching 377 mg/dl initially and later 465 mg/dl, and that insulin delivery resumed after troubleshooting steps including disconnection, priming, reconnection, and a subsequent full supply change with site relocation and a new contact detach infusion set. Symptoms included high blood glucose. Outcomes included no professional medical intervention, no backup therapy use, and no acute health effects. Investigation included guided troubleshooting, infusion set and tubing inspection, priming verification, site change, and confirmation of insulin delivery. Investigation of this case revealed no visible tubing or cannula issues and restoration of delivery after replacing supplies and changing the infusion site, which is consistent with an intermittent infusion issue or site absorption issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.